Event description:
The customer reported via phone call that she had the insulin pump in her bra when it alarmed motor error. The customer stated it automatically did a selftest. Customer is unable to rewind and also mentioned the display went blank. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value was 90 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to motor error alarm. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.